Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center. There was no patient harm or injury. During the evaluation of the device at third-party service center it was found that the power connector of the unit was corroded and the unit could not power on. Corrosion on metallic surfaces and the unit was scrapped.

Manufacturer narrative:
In the previous report become aware date and due date were incorrectly captured, it is corrected in this report.